Manufacturer narrative:
A medtronic representative went to the site to check out the system. He reported that the site placed the patient tracker on the left-side of the head versus in the middle of the forehead. The exams for this particular patient caused the following warning to appear on the stealthstation, 'exam not optimal for navigation' but the user was able to register and use the exam to navigate the surgery.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery the physician was able to pass registration and navigate accurately. However, after approximately 2 hours of navigation, accuracy was lost and navigation was over 1 cm off in the posterior direction. The physician proceeded with the case anyway and was able to finish with no impact to the patient. Rep stated there was no metal interference being exhibited and all the instruments were verifying fine. There was no delay or extended surgical time due to this issue.

Manufacturer narrative:
The archive with an image of the tracer registration performed was sent to medtronic for evaluation. The archive was found to not be to protocol as there were only 48 slices and that the images were described to be "fuzzy" by medtronic personnel.